Manufacturer narrative:
Correction: the information was re-evaluated and the complaint does not meet our MDR reporting criteria.

Event description:
It was reported that a unspecified bd syringe had labeling error. The following was reported, "material no. Unknown batch no. Unknown. It was reported the saline syringes no longer have barcodes on them. "Good afternoon, we have been noticing our heparin and ns flushes no longer have barcodes on them? Are we ordering the wrong products or is this a permanent change? Thanks" this occurred on 4 separate occasions but the date/time and or patient information is unknown."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd syringe had labeling error. The following was reported, "material no. Unknown, batch no. Unknown. It was reported the saline syringes no longer have barcodes on them. "Good afternoon, we have been noticing our heparin and ns flushes no longer have barcodes on them? Are we ordering the wrong products or is this a permanent change? Thanks" this occurred on 4 separate occasions but the date/time and or patient information is unknown."